Event description:
On the event date, abbott point of care was contacted by a customer who reported the snap closure on an I-stat chem 8+ cartridge would not close and/or opens after being closed. There was no report of any injury associated with the complaint. There are no other calls associated with this lot number.